Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the fenestrated bipolar forceps instrument was not working during the case and not delivering energy due to a broken wire. The procedure was completed using another instrument of same type.